Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
There are (4) nl 850500v systems that "broke" just after being used recently for ventricular drainage. There was a failure of the (3) three way valve which led to a leakage. A screw has also fallen off after a short use. The procedure was delayed for a "short" moment. There was no pt injury. Each unit was in place a "short time" because the leak occurred immediately.